Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a possible esophageal rupture that resulted in patient death. The patient was admitted to the emergency room (ER) with possible esophageal rupture. Specific dates of procedure or ER admission is unknown. The physician reported the death of the patient; however, did not provide any other information.

Manufacturer narrative:
B2. Date of death - the exact date of death is unknown at this time and so this field was populated with the awareness date. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)